Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). During the analysis of the device history log files it could be detected an infusion therapy with a flowrate of 3 ml/h. A syringe change was performed at 9.36 pm. After the syringe change the syringe type "b.braun ops 50 ml" was selected and the flowrate was changed to 53 ml/h. The start of the infusion therapy was at 9.43 pm and at 10.37 pm a pre-alarm for syringe near empty occurred. At 10.36 pm the device was in standby mode and was not used for further infusion therapies. During the visual investigation it could be detected signs of wear and tear. The covercaps were on the screw pillars and the technician seal were on the lower housing part was undamaged. It was possible to bring the pump in operation. Furthermore a long term test was performed with the used syringe from customer. During the long term test no malfunction or problems could be detected. All values were within specifications. For an insine investigation the device was disassembled. No damages could be detected. Only some contacts of the p2 connector were a little bit soiled. The complaint could not be confirmed. The device works according the specification. The malfunction during the infusion therapy was caused by changing of the flow rate by customer.

Event description:
As reported by the user facility by bbm sales organization in (B)(4): "over infusion, syringe is empty." Customer information: rate: 3ml/hr, syringe: b.braun ops 50ml, between 8.00 pm to 10.30 pm the syringe was empty without any changes of the parameters.